Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that programmer did not boot up due to anomaly in the printed circuit board (pcb) brought about by electrical overstress. Moreover, multiple parts of the outer housing had scratches. The programmer was repaired, cable assembly was removed and housing was installed. Laboratory analysis was able to confirm the allegation.

Event description:
Boston scientific received information that the programmer emitted a burning smell from the device when turned on for pacemaker check. The product will be returned for repair. No adverse patient effects were reported.